Manufacturer narrative:
Lens remains implanted to date. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported a patient received bilateral zlb00 implants. Patient is very unhappy with the lenses. Lenses will be explanted and exchanged with monofocal lenses. Patient stated that she can not function due to glare. This report will capture the lens implanted in the right eye and a separate report will be submitted for the lens implanted in the left eye. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 09/13/2017. Device returned to manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection at 12x microscope magnification showed the product is damaged due to the product is explanted. No other anomalies were found in relation with the reported event. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.